Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to erosion of the scrotum in (B)(6) 2020. Anew artificial urinary sphincter was implanted on a later date of (B)(6) 2021. Following the implant surgery, the patient fully recovered.